Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. It was observed that a latch on one of the battery assemblies was broken, causing the battery to not stay in the well properly. It was also observed that the battery contact blades and connector pins were visibly worn. Physio replaced the smart contact pcb (containing the battery contact blades) and the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer was called to a patient who was reported as having a heroin overdose. During patient care (CPR), the customer reported that their device had power cycled itself several times. The customer indicated that defibrillation was not needed during the event and the patient did not suffer any adverse outcome during the event.